Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. Visual examination of the returned product identified item and lot numbers match the complaint. Product was not returned in its original packaging. Device shows wear and damage and is missing part of the fractured spring. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Reported event did not occur in an operating room or as part of a medical procedure; therefore medical records are not required for review. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product is broken. No patient involvement was reported. No further event information available at the time of this report.